Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a plaque lesion in the popliteal artery. The vessel diameter was 4-5mm and a 6f 55cm sheath was placed. The stent of a 4.5x40mm supera self-expanding stent system (sess) was deployed per the instructions for use at the target lesion ample distance from the introducer sheath. The deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle. However, it was noted that the stent of the sess was undersized and only the distal section of the stent was fully apposed to the wall. Difficulty removing the sess under fluoroscopy was noted because the stent would elongate with attempts at removal of the sess and would shorten with advancement of the sess. The nose cone [tip] of the sess appeared caught with the stent. The stent was finally released at the target lesion after 30 minutes of further advancement and retraction of the thumbslide and with tension applied in a distal direction. The sess was removed from the patient anatomy in one piece. Post dilatation of the stent was performed with an unspecified balloon catheter due to the poor apposition. Good results were achieved with post procedure angiography. The stent was within a couple of millimeters of nominal length, with slight elongation distally and slight compression proximally. There were no adverse patient effects. The delay in the procedure was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported from this lot. The investigation determined that the reported difficulties were likely due to case circumstances. It may be possible that the stent diameter was not the appropriate size for the vessel, or the vessel was not prepared with the appropriate diameter dilatation balloon prior to stent deployment. Additionally, the difficulty removing, stent elongation and stent shortening were the result of attempting to withdrawal and advance the delivery system while the stent was partially deployed with the distal end of the stent apposed to the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.